Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose on (B)(6) 2022 with blood glucose of 700 mg/dl. The customer's current blood glucose is unknown. The customer did not experience any symptoms such as a result of high blood glucose. The customer was treated by insulin drip. Troubleshooting was performed. No further patient complications were reported.

Manufacturer narrative:
Retainer ring = black. Customer returned pump for an alleged possible under delivery, bolus delivery anomaly and was hospitalized for high bgs found on (B)(6) 2022. Also, on (B)(4), svn#: (B)(4) - customer returned pump for an alleged was hospitalized for high bgs found on (B)(6) 2022, on (B)(4), svn#: (B)(4) - customer returned pump for an alleged battery cap cracked/damaged found on june 01, 2022, on (B)(4), svn#: (B)(4) - customer returned pump for an alleged blank display found on may 17, 2022, on (B)(4), svn#: (B)(4), svn#: (B)(4) - customer returned pump for an alleged possible under delivery, visit to emergency room and was hospitalized for high bgs found on (B)(6) 2020. Unable to confirm battery cap damage due to pump received without the original battery cap. A test battery cap locks securely into place. The pump powered up properly after battery installation. The pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat at 0.08705 inches. The pump was monitored for several days and no blank display noted. Successfully downloaded history files and traces using thus. Successfully uploaded pump to carelink. In further full review of the pump history/traces on the event date of july 01, 2022, there is no unexpected alarms/suspends and found bolus wizard delivery of dailytotalofbolusinsulindelivered = 32.7 u. 07/01/2022 02:00:50.000 normalbolusdelivered normalbolusamountprogrammed = 5.3 bolusamountdelivered = 5.3. 07/01/2022 04:49:14.000 normalbolusdelivered normalbolusamountprogrammed = 4.9 bolusamountdelivered = 4.9. 07/01/2022 10:01:14.000 normalbolusdelivered normalbolusamountprogrammed = 6.3 bolusamountdelivered = 6.3. 07/01/2022 13:44:08.000 normalbolusdelivered normalbolusamountprogrammed = 7.7 bolusamountdelivered = 7.7. 07/01/2022 16:30:52.000 normalbolusdelivered normalbolusamountprogrammed = 8.5 bolusamountdelivered = 8.5. Please see below for the date range listed in the formatted history file. The formatted history file lists data from 01/01/2009, 08/21/2020 to 07/22/2022 there was no data available to verify unexpected alarms/suspends and bolus delivery for the event date of oct 02, 2020. The pump was programmed with multiple bolus deliveries and all bolus delivered properly their indicated amounts (at quick bolus speed) and were properly recorded in the daily history. No bolus delivery anomaly or history anomaly noted. No under delivery anomaly or over delivery anomaly noted during testing. Power management graph was successfully generated. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. No alarms/alerts were noted during testing. No power error 25 and replace battery alert/replace battery now alarm recorded in the formatted history file for the event date of may 17, 2022. However, insert battery alarm was recorded and found in the formatted history file on: 05/17/2022 23:15:26.000, 05/17/2022 23:25:00.000. Low battery alert was recorded and found in the formatted history file on: 05/17/2022 23:12:00.000, and power loss alarm was recorded and found in the formatted history file on: 05/17/2022 23:59:17.000. Earliest power data available per the power management tool/detail trace file is on june 25, 2022 at 9:30:58 pm. There was no power data available for the event date of may 17, 2022. Unable to check power data for low battery alert and power loss alarm. The pump was cut open to perform visual inspection and it was verified that the battery tube power connector is properly connected to j7/pcb1. No evidence of physical or moisture damage on the electronic assembly, force sensor, motor and vibrator assembly noted. Force sensor zero offset within specification (23.0 mv). The motor was tested outside of the device on the ngp stb3 and passed. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: a scratched case. Unable to confirm battery cap damage due to pump received without the original battery cap. Blank display was not confirmed. The pump passed all the required testing. Unable to verify customer alleged for high bgs. The force sensor is within specification and the motor functioning properly. Customer alleged for possible under delivery and bolus delivery anomaly were not confirmed. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.